Manufacturer narrative:
An event of device deformation was reported. The investigation confirmed the device met all functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, an 8mm amplatzer septal occluder (aso) was selected for implant. During the procedure, the device deployed in the shape of a cobra head. The device was re-sheathed and re-deployed two additional times and the issue persisted. The device was removed from the patient and the deformation was confirmed ex vivo. The device was exchanged for an 8mm aso and successfully implanted. The procedure was completed with no clinically significant delay.